Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were hard to press has to press repeatedly for action to go through and insulin pump unresponsive to new battery. The customer's blood glucose value was unknown. The insulin pump received no delivery alarm, also had longer rewind. The insulin pump will not be returned for analysis.